Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was intermittently showing a blank display and had logged an event code in its memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would intermittently boot up with a white display and would repeatedly cycle through the boot up process before showing the start-up screen. As a result, defibrillation therapy may not be available, if it was needed.

Event description:
The customer contacted physio-control to report that their device was intermittently showing a blank display and had logged an event code in its memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would intermittently boot up with a white display and would repeatedly cycle through the boot up process before showing the start-up screen. As a result, defibrillation therapy may not be available, if it was needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device's removed user interface pcb assembly and determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2.